Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect that started two days ago. The pt had welded last week and wasn't sure if that had turned the device off. The pt was reportedly very sick and being taken to the emergency room.